Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced vision that appears to be like looking though glass or melted plastic. The surgeon reported the defects appear on an amsler grid. The pt has bcva 20/20, although daily activities are impacted. The surgeon reported that he will be performing further testing on the pt's retina and cornea. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).